Event description:
End user reported that her unknown consumer power chair sped up on its own and slammed her into a cabinet causing a bruise on her leg. User stated that her local dealership has told her it is her error and nothing is wrong with the chair.